Event description:
It was reported patient underwent a clavicle fracture repair on (B)(6) 2012. During the procedure, while the doctor was inserting the pin in the lateral fragment, he attached the chuck to the pin and the trocar tip fractured off in the patient. The surgeon retrieved the fractured piece and continued without the tip when the pin fractured again closer to the shaft. He used a competitor's plate to complete the procedure.

Manufacturer narrative:
Evaluation of the device suggests a failure due to a torsional overload.